Event description:
It was reported that after surgery, the zimmer hemovac blood reinfusion system was used as a drain. When the connection screw of the drain connected to the hemovac port, there was a blood leak. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.